Event description:
It was reported to philips that the device failed defibrillation test. There was reportedly no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of capacitor and therapy board, the repair/replacement quote for which was offered to the customer. The customer did not accept the repair quote. The device remains at the customer site and no further evaluation is warranted at this time.